Event description:
Healthcare professional later reported capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Additional, changed, and/or corrected data: a2, a6, b3, b5, d1, d2, d4, g4, h4, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reported severe left side capsular contracture, baker grade unknown , a lot of pain and deformity. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ one opening observed on anterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Physician reported severe left side capsular contracture, baker grade IV, a lot of pain and deformity. Device has been explanted and replaced with a non - allergan device.